Event description:
It was reported that, "when inserting the poly into a trident hemi cup 502-11-62g, it did not lock in place. It was loose fitting. Had to take the part out and implant another one."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.